Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the femoral stem lot code. The search and/or review of device history records was not possible against the unknown acetabular cup product/lot code combination. X-rays were reviewed. The review confirms femoral stem fracture at the proximal extent of the cylindrical portion of the solution stem. There is a cable seen around the femur just proximal to the stem fracture. There is significant proximal femoral bone loss. The lesser trochanter does not appear to be connected to the femur and it cannot be determined if the greater trochanter is attached with this single view. The acetabular cup appears to be malpositioned in a horizontal orientation with an abduction angle < 30 degrees. The investigation can draw no conclusions regarding the reported event with the information made available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address a broken femoral stem.update received 10/6/15. During xray review, it was discovered that the cup was malpositioned. The acetabular cup is now being reported to address the malposition.